Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding pin adapter didn't hold the pins anymore involving a headless pin driver was reported. The event was confirmed. Method & results: device evaluation and results: a fractured fragment of an unknown pin was removed from the hole that was preventing the enough retention of a pin during use. Medical records received and evaluation: not performed because as no patient information was provided and no adverse consequence was reported. Device history review: records indicate that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 6 other events for the lot referenced. Where previous investigations concluded that the headless pin drivers not being able to hold a headless pin was caused by the absence of the required locking spring. Conclusions: the investigation concluded that the pin adapter didn't hold the pins was caused by a fractured pin fragment was observed at the base of the headless pin retention hole. The unknown pin fractured due to a shear overload in torsion. The pin material was consistent with a 17-4 ph stainless steel alloy. No material or manufacturing defects were observed on the device features evaluated.

Event description:
It is reported by nurse that the pin adapter didn't hold the pins anymore. A replacement was available to complete the surgery.

Event description:
It is reported by nurse that the pin adapter didn't hold the pins anymore. A replacement was available to complete the surgery.